Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, the customer at (B)(6) reported that the central nurse's station (cns) (pu-621ra sn: (B)(6)) experienced communication loss on two bed tiles. The cns was also reported to display a "main cpu fan" error message. Service requested/performed: nka technical support (ts) worked with the customer to troubleshoot the issue and discovered the unit had never been cleaned or rebooted. Nka ts advised the customer of the importance of power cycling and regular cleaning. Review of monitor settings found the beds were incorrect. Upon swapping beds, everything came up normally. The bme additionally found a cable which was loose and was to replace the cable. Multiple attempts were made to follow up with the customer to determine resolution, receiving no response. Investigation summary: the residual risk after actions taken in design and labeling was determined to be acceptable. The overall risk is determined to be low. The unit was not returned and no nka evaluation was performed. No further issues were reported for the unit after nka ts assistance in troubleshooting the unit. No nka servicing or exchange was performed to resolve the customer complaint. The root cause is determined to be improper maintenance of the unit. No deficiency of the cns is suspected. The reported issue does not require further investigation through the CAPA process. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: 2 bedside monitors: model #: bsm-6000 serial #: ni

Event description:
The customer reported that the central nurse's station (cns) application was in communication loss with two bed side monitors (bsm). No patient harm or injury were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) application was in communication loss with two bed side monitors (bsm). No patient harm or injury were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being used in conjunction with the cns. Concomitant medical product: bed side monitor (bsm). Model: bsm - 6000. Serial number- (unknown).

Event description:
The customer reported that the central nurse's station (cns) application was in communication loss with two bed side monitors (bsm). No patient harm or injury were reported.